Event description:
Complainant alleged that while attempting to treat a pt (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.